Manufacturer narrative:
.

Event description:
It was reported that the loss of capture and decreased sensing were observed during routine interrogation. Review of x-ray revealed lead dislodgement as a result of twiddlers syndrome. Lead was explanted and replaced when repositioning was unsuccessful.